Event description:
Customer called in for help with programming her insulin pump. Customer's blood glucose was 439 mg/dl at the time of the call. The customer was treated with manual injection and did not troubleshoot for high blood glucose. The customer attempted to retrieve her settings from her healthcare provider. Customer also reported battery out limit alarm that is occurring at the time of the call. Customer is assisted with clearing the alarm and programming her insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.